Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump had a blank display. Customer's blood glucose was 310 mg/dl, treated with manual injections. No physical damage was noted on the device and it hasn't been dropped, bumped, or exposed to moisture. Customer doesn't use recommended battery typed. Neither the battery compartment nor its components were damaged, corroded, or missing. The customer didn't have a new battery in order to continue troubleshooting. Customer was advised that a new battery cap will be sent in order to disregard any issues with the battery cap. Customer is not returning the device for analysis.